Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a pulsed field ablation (pfa) interventional procedure on (B)(6) 2025. The sutures of two prostyle devices had been pre-placed. The sheath was upsized to an 18f and the pfa procedure was completed. Hemostasis was achieved successfully with the two pre-placed prostyle sutures. The patient was discharged to home. Two hours later, the patient returned to the emergency room at the hospital with blood gushing from the access site. Manual compression was applied to treat the bleeding. No other treatment was required. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effect of hemorrhage is listed in the electronic perclose the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch reported, additional information was received. The sutures of two prostyle devices had been pre-placed via an 8f sheath hole. The sheath was upsized to an 18f and the pfa procedure was completed. No additional information was provided.